Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient was revised due to corrosion at the metal-metal junction issue at the cocr modular neck and titanium stem. In the revision operative report, dr. (B)(6) noted "there was significant metallosis throughout the hip synovium."